Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7065-90, lot# i0510, manufactured 03/15/13, expires 2018-03, ifuse implant, p/n 7045-90, lot# i0883, manufactured 12/23/13, expires 2018-12, ifuse implant, p/n 7040-90, lot# i0847, manufactured 11/14/13, expires 2018-11 and ifuse implant, p/n 4040-90, lot# 7987003181003, manufactured 01/03/12, expires 2015-02.

Event description:
On (B)(6) 2014, the surgeon performed a right side si joint arthrodesis on the patient placing four ifuse implants. The patient had pain relief immediately after the surgery but the pain later returned. The surgeon determined that the third implant was placed too posterior and that it needed to be moved to a more anterior position to take advantage of better bone. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the third implant and placed a new implant in a more anterior position. The patient's pain resolved following the surgery.